Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump may have been over delivering. Customer reported of going to bed with blood glucose of 300 mg/dl and waking with blood glucose of 50 mg/dl. Customer reported that drive support cap appeared normal. Customer reported that reservoir was showing the same amount of insulin as status screen. Customer reported to have been hospital for non-diabetes related issues. Customer also reported that insulin pump was exposed to cat scan and x-ray. Alarm history did not show a motor error alarm or motor position encoder error alarm. Customer also had blood glucose of 500 mg/dl. Customer was not seen by paramedics and did not go to the hospital. After troubleshooting, customer was advise to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.